Event description:
Event description guidant received information that this implantable pacemaker (ipm) was not pacing and displayed a ventricular lead impedance measurement of > 2500 ohms (in both bipolar and unipolar configurations). The physician stated difficulty in removing the leads from the device. The physician elected to replace the ventricular lead two days later, a fractured lead was noted at the procedure. The lead was capped and abandoned.